Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual, and dimensional evaluation could not be performed. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following: an initial right tha was performed on an unknown date, with a revision occurring later due to dislocations and trunnionosis. A mix of competitor and zb products were implanted. A second revision then occurred due to sudden pain. The stem was fractured at the taper junction, and during the revision loosening of the femoral body was found. Titanium/metallic debris were also found in the joint space consistent with metallosis. The femoral components, head, and competitor liner were removed and replaced. A complication of a bone fracture of the femur during surgery occurred while moving the leg, but a stem was not implanted at that time. The DHR was reviewed, and there were no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: stryker liner and shell. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a second revision approximately seven years post implantation due to metal related pathology and pain. During surgery, the patient had a moderate effusion of slightly cloudy fluid which was consistent with kind of metallosis in appearance. There were no inflammatory changes in the tissue. There were also metallic debris noted in the fluid and in the tissues. During the revision, a long oblique fracture of the distal femur occurred intraoperatively and was noticed after the stem was explanted. The bone fracture was repaired with a plating system. It was reported that after surgery the patient was taken to the recovery room without complication. No additional information.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Cat# 00877503602 lot# 2703880 bioloxâ® delta, ceramic femoral head, ma 36/0, taper 12/14. Cat# 623-10-36h lot# mmprk7 trident x3 36mm polyethlene insert. Unknown 64mm stryker trident acetabular component. Unknown stryker liner & screw . Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00400.